Event description:
Hill-rom received a report from the account stating the nurse call would not alarm at the bed. The bed was located in the patient room at the account. There was no patient/user injury reported. This report was filed in our compliant handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the external alarm needed to be replaced. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account turned on the nurse call system to resolve the issue. Based on this information, no further action is required.